Event description:
Philips received a complaint by the customer on the v60 indicating that the values were fluctuating on their own when the customer attempted to enter the settings screen and attempt to change the values. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the values were fluctuating on their own when the customer attempted to enter the settings screen and attempt to change the values. The unit was sent to the repair center. At the repair center, the reported issue was confirmed via testing of the device. The repair center personnel then replaced the front bezel to resolve the reported issue. The repair center personnel replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.